Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, device out of the box did not work, they replaced the cord with no help. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The DHR for the reported failure "failure to deliver energy" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. The device was returned to the factory for evaluation on 16sep2019 and investigated on 30sep2019. A visual inspection was conducted. Signs of clinical use with minimal evidence of blood were observed on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply (B)(4) at level 2.5. The device failed the pre-cautery test; it did not produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same observed failure. The tool handle was opened to evaluate the internal switch. The switch was examined under microscopic camera. No residue or contamination was seen on the switch. No visible defects were observed to the toggle. An engineering evaluation was conducted. The shaft of the hemopro device was opened. The wires connected to the tool jaws were pulled out of the shaft. It was observed that there was a cut in the insulation of the wire, causing the inner wire to be exposed. Based on the returned condition of the device and the evaluation results, the reported complaint for failure to deliver energy was confirmed due to a manufacturing issue where the rivet pin was inserted into the wire insulation, causing the device not to deliver energy. The analyzed failure material twisted/bent was confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, device out of the box did not work, they replaced the cord with no help. A replacement device was used to complete the procedure. The hospital did not report any patient effects.